Event description:
Healthcare professional reported an "erosion." Lap-band system ws explanted and not replaced.

Manufacturer narrative:
(B)(4). Allergan has rec'd the product however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter the connector type is assumed to be a tapper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. "Re-operation for band erosion may result in a gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-ban system surgeons is strongly advised in these cases."